Event description:
It was reported that the suture used to tighten the second anchor jammed and could not be pulled to the required length to achieve proper tissue fixation. There was only one device that malfunctioned. It was necessary to remove a portion of the meniscus to remove the anchor. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.